Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer had called 20 minutes ago but the call was lost. Customer's most recent blood glucose was 137 mg/dl. Customer stated that the keypad was not working properly after the alarm. Customer stated that he was splashed with water at the beach but he took the pump off right away. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The device had minor scratches on the display window and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.